Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). The returned flexima biliary preloaded stent was analyzed, and a visual evaluation noted that the guide catheter was stretched, kinked and detached. The push catheter was not returned for analysis. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, it is most likely that user manipulation, the technique performed and/or even anatomical factors provided resistance to the delivery system causing that the user applied an extra force or different technique while pulling out the guide catheter, as consequence of this extra force/technique the guide catheter got kinked, stretched and finally detached, as consequence of these conditions the stent may have experienced difficulties to be deployed. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2021. During the procedure, when the physician attempted to deploy the stent, the guide catheter could not be removed. Another flexima biliary ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of guide catheter detached/separated.